Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an health care professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that MRI guidelines were requested. MRI not due to device or therapy. It was reported that lower extremity weakness and to rule out cauda equina. It is unknown if the symptoms are related to device or therapy. No further patient symptoms or complications were reported in this event. Additional information was received from the health care professional (hcp). It was reported that the patient never went through with the MRI, it was cancelled. A cat scan of head, thoracic and lumbar was performed. MRI techs notes did not have sufficient follow up information for the health care professional (hcp) who ordered the scan. No patient symptoms or complications were reported in this event.